Manufacturer narrative:
This report is submitted on july 03, 2019.

Event description:
Per the clinic, the patient experienced redness and irritation at processor site and subsequently was treated with antibiotics and steroids (type and date not reported).